Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter was damaged. Visual analysis of the lead indicated damage during use. The analyst noted the catheter was returned in two pieces. The catheter is torn. The cut on the catheter was not on the score line on the proximal portion of the catheter. The catheter was spiral slit from the proximal end of the catheter to the distal end of the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter broke into two pieces while slitting. The pieces were recovered. No patient complications have been reported as a result of this event.